Manufacturer narrative:
Date of event - date has been estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled: "transcatheter mitral valve repair technique in specific severe mitral regurgitation: tips, tricks, and outcomes".

Event description:
This event is from a literature review of patients who underwent transcatheter mitral valve repair with proglide access closure in a common femoral vein. For one patient, an access site hematoma was noticed and was managed conservatively [medication administered]. Specific patient information is documented as unknown. No additional information was provided. Please see article attached: transcatheter mitral valve repair technique in specific severe mitral regurgitation: tips, tricks, and outcomes

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.